Event description:
A malfunction was reported on the pump, and the pump screen was initially dark and would not turn on. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.